Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) would not power up even with the new autopulse li-ion battery," was confirmed during the functional testing. The root cause of the reported complaint was a power switch failure. The contribution of user mishandling cannot be ruled out since the platform is heavily damaged. Upon visual inspection, unrelated to the reported complaint, noted several damages to the autopulse platform. Based on the photos provided by the service personnel, observed a missing head restraint and a heavily frayed end of another head restraint, cracks on the top cover, several scratches, chipped pieces and cracks on the front and bottom enclosures, a worn-out UDI label, missing screws and a bent battery lock. The observed physical damages are appeared to be the characteristics of the harsh impact caused by user mishandling, such as a drop. Unable to perform the preliminary functional testing due to power switch failure, thus, confirming the reported complaint. After replacing the power switch, the autopulse platform was turned on, and unrelated to the reported complaint, the lcd backlight was noted to be non-functional. The root cause of the lcd issue was likely due to the processor board (pca) failure. The contribution of wear and tear and user mishandling cannot be ruled out. The autopulse platform was manufactured in 2007 and is 15 years old, well past the expected serviceable life of 5 years. The archive data was downloaded after replacing the power switch and was noted to be corrupted, likely due to the processor board (pca) failure. The observed archive issue is not related to the reported complaint. The damaged and failed parts were replaced to address all the issues noted during the investigation. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed all the final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4).

Event description:
The customer reported that the autopulse platform (sn (B)(4) would not power up even with the new autopulse li-ion battery. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.